Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, however, the cause for the reported issue cannot be definitely determined. The most likely causes are: thermo-mechanical fatigue, wear and tear, improper handling (impact, shock). As a general note, cracks on the insulation material are mostly not visible, making visual inspection difficult. The risk to patients, users, and/or third parties associated with the reported issue is acceptable. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿4. Before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing. Inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end: visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury. Impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The ceramic tip noted to be damaged/parts broke off. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported with an issue of ceramic tip broken. The issue was found during reprocessing. The device was replaced and the intended procedure (diagnostic electroscopy) was completed using a similar device. There was no delay in the procedure. No harm was reported. No patient, no user injury reported due to the event.